Event description:
It was reported that the last time the physician tried to use his vns laptop, it would not work. No further redtails were available at the time. Attempts for further info are in progress. Product has been returned to MFR, but analysis is pending.